Manufacturer narrative:
Unit was received with critical pump error and pump error confirmed in history file due to moisture damage to force sensor. The power management tool confirmed pump error confirmed in history file and an abnormal loaded voltage (vlith) at the power management graph due to corroded electronic assemblies. Unit was received with corroded electronic assemblies and corroded motor home switch. Unit was received with corroded battery tube, minor scratches on case, cracked select button keypad overlay, broken belt clip rails and minor scratches on lcd window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they are receiving excessive power loss alarms. He said that he changed his battery and said that his new battery had about a half an hour charge. He removed it and allowed it to sit for ten minutes until it lost power and placed it back in the insulin pump. It showed that the battery was full and then about three to four hours later, it said that there was only half an hour left. He stated that the pump woke him up twice last night with a low power warning. At the time of the event, his blood glucose was 166 mg/dl. During power loss troubleshooting, the customer said that he had previously called to report that he had a power loss alarm. His alarm history did show that there was a power loss alarm that occurred within the last week. The customer was advised that the pump needed to be replaced. The insulin pump will be returning for analysis.